Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific that a captivator snare was used in the colon for a colonoscopy procedure performed on (B)(6) 2026. During the procedure the snare presented more friction than usual and could not make a clean cut. Procedure was completed with the original device. There were no patient complications as a result of this event.